Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient's device was depleting more rapidly than expected. The patient was seen at the beginning of the year with 50-75% of battery remaining. Then, the patient was seen recently with 25-50% battery. The patient's neurologist changed the off time to 5 mins and increased the threshold to 40% to save battery. Additional information was later received that while preparing for a battery replacement, the patient's generator showed 75-100% battery life after previous interrogations showed a lower battery percentage. The surgery was ultimately canceled. The patient was noted to still be doing well with vns therapy. Internal generator data was received and reviewed. A known issue with the charge accumulator was identified that overestimates the amount of charge that has been consumed, appearing to deplete the battery percentage remaining faster than expected. No anomalies were seen with the battery voltage measurements that contribute to the battery status indicators (ok, ifi, neos, eos). A software anomaly was identified that contributed to the unreliable battery percentage readings, being the reason why the generator went from 15-25% to 75-100%. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.